Manufacturer narrative:
The manufacturer's field service engineer (fse) confirmed the reported issue. Review of the device diagnostic history indicated a vent inop occurrence due to a blower speed error. The fse replaced the blower assembly, the motor controller board and the cpu board to address the finding. The device successfully passed performance specification testing.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested; none was available.

Event description:
The customer reported the device alarmed, the screen turned dark and the ventilator stopped functioning. The user turned the unit back on, it came up normal however there was a blower source reference failure. There was no patient harm.

Manufacturer narrative:
The motor controller board was returned to the manufacturer for failure investigation. The board was visually tested and there were no signs of damage or contamination found. The motor controller board was installed in an fi test ventilator. In diagnostic mode the blower ramped up to above 30000 rpm. The ventilator was run in normal ventilation for 14 hours without any errors occurring. No failure was found.